Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reported facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/21/2010, 05/26/2010, 06/01/2010, and 06/08/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): 'fluctuating vision" (vision, impaired); "glare" (visual disturbances); "cystoid macular edema", macular); "vitreous floaters" (vitreous floaters). Product problem: "none reported" (no known device problem). A surgeon reported that following bilateral intraocular lens (iol) implant surgery the pt developed cystoid macular edema (cme) with decreased visual acuity. The pt was treated with medication. The cme resolved following treatment, but the pt reported experiencing glare during the day and fluctuating vision. The surgeon reported that on examination, the iols were centered, there was no cell or flare, ocular surface disease or posterior capsule opacification. The pt was referred for a retinal examination. The retinal specialist noted some vitreous floaters which could be causing some intermittent loss of contrast and a reduction in visual acuity. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.